Event description:
Date notified: (B)(6) 2010. A model 305 aspirator (s/n (B)(4)) failed to operate. An inspection of the device revealed a defective vacuum pump. The vacuum pump was replaced, the device was tested to specs and returned to the customer. No death or injury resulted from the device failure.